Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient replaced four infusion sets due to poor adhesives event on (B)(6) 2026. No further information available.